Event description:
Add'l info rec'd from rptr (B)(6) 2012: re: fed up with bizarre behavior and unauthorized access to my dexcom unit by someone using 402 mhz signal and antenna to violate the sanctity of my home and condo. The dexcom unit appeared to work in remote locations w/o interference, but in my condo cause severe unusable difficulties requiring me to drop back to 30 strips a day to catch operation of my body.

Event description:
Add'l info received from reporter (B)(6) 2011: attached is one more waveform from my dexcom system 7 cgms equipment documenting incorrect behavior. After installing new glucose sensor and have it operating by 12:45 pm lunch, the unit for 2 hours showed my bg to be around 170 to 180. Meanwhile on my body it was falling to 130 without any indication or warning. In fact it showed a false flat line lulling me into false sense all was ok. After tracking every 1/2 hour and entering bg update; I went out for a drive with my wife to the ocean near (B)(6) near the (B)(6) and saw no aberrations during the 1.5 hour trip and good handheld tracking and when I returned home to my driveway outside; the unit showed 218 and the handheld was also 218. Good luck I am sure. Rest of day, evening and night time ran without incident.

Event description:
Upon initial receipt had problems of receiver cgms data not tracking handhelds. I take 4 readings; 2 from each hand and average lot. Originally, thought issue was sensor problems and sensor placement. Later in month, discovered if dexcom receiver was placed on frozen gel pack, unit would perform accurately, around clock if unit kept chilled. If outside environment was 60 degrees or colder, machine would run fine and track handhelds. When unit was chilled, it ran well and soon as allowed to warm up in 70 degree room, unit would stop reporting correct data from handhelds and would be putting out some erroneous output of 166 while my body was off somewhere else. Chilling unit would stop faulty behaviour and return to running correctly. I successfully got unit to run days after days and hour after hour when keeping chilled or standing out in cold air. Prior to this cooling hiatus, I forgot a metformin pill at night time and I woke up to my bg being 230 on handhelds while on dexcom was putting out pristine waveform of 166. Not funny and not acceptable. I received replacement unit (B)(6) 2011 which ran for a day and half without chilling which it then went to same bed behaviour in warm temperature running as first unit. I have kept unit running all week till today by chilling replacement receiver on a frozen gel pack. I asking for third unit this week.